Manufacturer narrative:
(B)(4). The product referred to the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned rt100 adult breathing circuit kit was visually inspected for missing components. Results: visual inspection revealed that a circuit clip was missing from the breathing circuit kit. A lot check revealed no other complaints of missing circuit clips for lot number 091215. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted circuit clip. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).

Event description:
A distributor in (B)(6) reported that a component was missing from an rt100 adult breathing circuit kit. The distributor noticed that a component was missing from the kit prior to pt use.